Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 20-mar-2022 to 19- mar-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the loaded medication was not showing due to duplicate registrations of a single pocket and the device previously encountered a retry error in separate case (B)(4) which was preventing data from uploading to the server. A technical support specialist performed full synchronization and fixed the retry error. After the full synchronization, the transaction tables had truncated results that were ignored by the application. The product support engineer manually fixed the affected rows to make the inventory and transaction data usable again. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis medstation es system did not show the loaded medication in the cubie pockets. The customer stated that drawer 3.2 pocket b4 physically had hydromorphone but this pocket opened while retrieving the required medication morphine. The customer added that they had to access the required medications from the other station which leads to patient care delay. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the loaded medication not showing due to duplicate registrations of a single pocket. The technical support specialist did retry mode troubleshooting to resolve the issue in the parent case (B)(6) the system was functional as intended.

Event description:
It was reported by the customer that a pyxis medstation es system did not show the loaded medication in the cubie pockets. The customer stated that drawer 3.2 pocket b4 physically had hydromorphone but this pocket opened while retrieving the required medication morphine. The customer added that they had to access the required medications from the other station which leads to patient care delay. There were no adverse events or injuries reported based on this event.